Event description:
Customer reported that a pt developed redness around the insertion site and some drainage under the chg gel pad. Symptoms developed 24 hours after the dressing was applied. The PICC line was removed due to the symptoms and was placed in another location. Pt has no history of reaction to adhesive or chg. Pt was receiving tpn through the PICC line. Statlock was in place. Chloraprep was used for skin preparation. Area beginning to heal.

Manufacturer narrative:
Product not returned to MFR. Lot code not provided to MFR.